Event description:
Patient was in the hospital from (B)(6) 2018 to (B)(6) 2018 for a line blockage and is currently in the hospital from (B)(6) 2018 to current for a line blockage. Patient had no info on why line is being blocked. She said they will let her know. She also said her blood pressure has been low while in the hospital. No other information known. No information available about device or any supplies. Reported to (B)(6) by: patient/caregiver. Strength: 1.5 mg. Dose or amount: 40ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah. Strength #2: (B)(4).